Manufacturer narrative:
Evaluation of the returned 4maxc confirmed kinks on its proximal end. If the device is mishandled at extreme angles during use, damage such as this may occur. During functional testing, a demonstration guidewire was advanced through the 4maxc without an issue. The 4maxc with the guidewire inserted was advanced through a demonstration neuron max without an issue penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc), a non-penumbra guiding sheath and a guidewire. During the procedure, while inserting a 4maxc over a guidewire into the guiding sheath, the physician kinked the proximal end of the 4maxc. Therefore, the 4maxc was removed. The procedure was completed using a new 4maxc and the same guiding sheath. There was no report of an adverse effect to the patient.